Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; an opening and red biological tissue. Additional, changed, and/or corrected data: h.6.

Event description:
Health professional reported right side rupture. Device has been explanted.

Event description:
Health professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation is rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device remains implanted.